Manufacturer narrative:
Cont'd concomitant medical product(s): 1000ml sodium chloride 0.9% fluid bag. The model#/catalog# identified, is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is 72023e. The 510k number provided, is for the domestic similar product. The customer¿s report of an overinfusion was not confirmed. No failures were observed on the received pump module. Visual inspection of the returned 72023e-0006 sample identified that the silicone segment of the accuslide had been damaged, in this instance it is likely that the observed damage contributed to the observed freeflow. No leakage was identified from the observed damage during pressure testing of the sample. The root cause of the damage was not identified.

Event description:
Initially the complaint had been raised against the infusion pump relating to an overinfusion as per the customer report; however testing of the pump did not identify any issues which may have contributed to the customer's experience. During the investigation of the returned 72023e-0006 sample, it was identified that the silicone segment of the accuslide had been damaged which contributed to the observed freeflow. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.